Event description:
It was reported that lead dislodgement was observed. The lead was successfully repositioned and remains implanted. Patient was fine during and after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.